Event description:
Potential for injury associated with the screws for the boom of a 9805p hydraulic lift needing to be replaced. This creates the potential for the boom to detach or bend and may contribute to a fallng injury from a raised position.